Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis confirmed both low battery voltage and high current drain. A supply was found to be loaded resulting in current drains in the milliamp range. The cause for the high current drain was a solder bridge between adjacent flip chip pads on a microprocessor.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; results will be forwarded when available.

Event description:
It was reported the patient was symptomatic and was admitted to the hospital with a heart rate in the 40s beats per minute. The device had no pacing, no output, and telemetry could not be established. The device was replaced. No further patient complications were reported as a result of this event.

Event description:
It was reported the patient was symptomatic and was admitted to the hospital with a heart rate in the 40s beats per minute. The device had no pacing, no output, and telemetry could not be established. The device was replaced. No further patient complications were reported as a result of this event.